Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1725604, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) shuttle was not descended during the procedure.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) shuttle was not descended during the procedure. Multiple attempts to obtain additional information were made and unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint were returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The procedural sheath was not returned with the device. The sealant was protruding out from the slit on the shuttle cartridge as received. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Unsheathing the sealant step was performed on the returned device by manually retracting the shuttle cartridge back to the black handle. No resistance was felt during unsheathing the sealant. Visual inspection at high magnification found that blood was on the surface of the sealant. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated and adhered to the catheter and/or shuttle, creating resistance and hindering device from unsheathing the sealant during the deployment. A review of the manufacturing documentation associated with lot f1725604 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as shuttle advancement issue was confirmed. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant prematurely swelling up and increasing the profile, which can create resistance and obstruct the device path during the procedure. However, the exact cause of the reported resistance experienced by the customer could not be conclusively determined. According to the product instructions for use, users are instructed that while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.